Event description:
It was reported that the patient had cellulitis on the ipg site which was determined to be a streptococcus b infection. It was noted that the site felt hot and fluid was oozing from it. The patient had a peripherally inserted central catheter (PICC) line and antibiotics was prescribed. The patient is recovering well.